Manufacturer narrative:
The philips bench technician reported the symptom and localized the issue to the etco2 module. The customer was provided a quote for replacing the module to resolve the issue. The device was then returned to the customer site.

Event description:
A philips bench technician reported that the etco2 was not working on this device during testing. There was no patient involvement.